Manufacturer narrative:
Belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the pulse wire inside the distribution node (dn) was damaged. The damaged wire cannot be ruled out as a potential contributing cause of the reported gong alarms. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.